Manufacturer narrative:
A ge service representative performed an on site investigation. The f5 fuse on power distribution board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system would not boot up. There is no report of death or serious injury associated with the complaint.